Manufacturer narrative:
(B)(4). Additional information: tear in balloon a straight band was received with 40cm of catheter attached. The port was also returned with 11cm of catheter attached. Upon visual inspection, it was noted that the velocity was returned with one hook bent. The bent hook cannot be attributed to a root cause, however, it is noted that sufficient force would need to be applied to cause this bend in the metal. This is most likely due to have happened during explanting. Upon visual inspection of the balloon it was noted that there was a tear on the balloon measuring 4mm in length and situated 5mm from the silicone catheter connection end. The buckle on the band was also torn along the side. The tear on the balloon is not along a fold line, therefore not likely to be caused by wear and tear. Because of its shape it may be suggested to have been caused by a sharp instrument. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. A review of the manufacturing process was also performed and it is noted that all devices are 100% leak tested prior to distribution. It is impossible to assign root cause in this case. The complaint cannot be confirmed as evaluation of the device cannot confirm events that are physiological in nature.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested and received: what is the patients status? The patient was discharged from the hospital. Can the details of the ugi report be shared with us for investigation purposes? I will check with the site. Has any further information been provided? No further information has been provided at this time.

Event description:
It was reported for clinical study, subject called and said she had not eaten for five days. The patient was asked to go to the emergency room. The patient was scheduled for a ugi which indicated that her band needed to be taken out.